Manufacturer narrative:
This event is related to another event reported under MFR number: 3007042319-2017-03279. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database the patient complained of a headache which came and went but became worse after three days and also became associated with blurry vision. The patient denied any associated nausea, vomiting, or any focal neurologic symptoms. Neurological exam findings include patient oriented to person, place, and time, glasgow coma scale 15, normal speech, cranial nerves intact, no focal motor deficits, and no focal sensory deficits. Head computerized tomography (CT) scan found the patient to have left occipital lobe hematoma, so the patient was given four units of fresh frozen plasma and 10 milligram (mg) of vitamin k. On (B)(6) 2011 the prothrombin time (pt)/ international normalized ratio (inr)/ partial thromboplastin time (ptt) was 24.2/2.20/57. The diagnosis was left occipital lobe intraparenchymal hematoma with surrounding vasogenic edema and mass-effect on the adjacent brain parenchyma with associated mental status changes. The patient was started on 3% sodium chloride and slowly weaned off over a week, with no changes in mental status. Sodium was maintained above 140 on hypertonic saline however once stopped, sodium was in the range of 135-138. The patient had repeat head CT on (B)(6) 2011 and (B)(6) 2011 which showed no worsening of bleed. In terms of anticoagulation, the patient was started in aspirin (B)(6) 2011. The patient was discharged and was to continue to follow up with neurology. The event was considered resolved on (B)(6) 2011. No further information has been provided.